Event description:
It was reported that the patient received an inappropriate shock due to noise on the lead. Noise was reproducible with isometric testing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.